Event description:
It was reported that patient was experiencing charging burden as the battery lasts for only a very short time. The patient underwent implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed of per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from the date manufacturer became aware of the event.